Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead migration issue was observed. Patient lost effective therapy and patient denies any traumas or falls. On (B)(6) 2021 the lead was repositioned, and lead remains implanted. There were no complications during the procedure. Patient was stable.